Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the left anterior descending (lad) coronary artery, the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 8395355 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.